Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had eleven asystole episodes. All episodes were due to loss of electrode contact. These episodes should be less frequent as the pocket develops more tissue around the device. The device is still in use. No patient complications have been reported as a result of this event.